Manufacturer narrative:
The initial MDR 2432235-2017-00352 was filed on june 01, 2017. Corrected information (06/27/2017): initial MDR was incorrectly recorded as 05/15/2017. The correct date is 05/16/2017. There were no discordant patient results obtained for the creatine kinase mb, homocysteine, prostate specific antigen, vitamin b12 and cortisol methods. The discrepancy was observed on quality controls. The customer did issue a corrected report for one patient tested for cortisol, however, both the initial and repeat results were in the expected range for the method.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the aspiration probe 1 tubing and associated fittings. The customer ran calibration and quality control (qc), resulting within range. The cause of the discordant, creatine kinase mb, homocysteine, prostate specific antigen, vitamin b12 and cortisol results was due to the aspiration probe 1 tubing malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, creatine kinase mb, homocysteine, prostate specific antigen, vitamin b12 and cortisol results were obtained on an advia centaur xpt instrument. It is unknown if the initial results were released to the physician(s). The customer repeated the same sample on an alternate advia centaur xpt instrument, resulting within the expected clinical range for the patient(s). A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, creatine kinase mb, homocysteine, prostate specific antigen, vitamin b12 and cortisol results.